Event description:
It was reported that the bd nano¿ 2nd gen pen needle had issues with the insulin flow stopping before the injection was complete. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported insulin flow will stop before injection is complete and he has to use a second, third, or fourth pen needle to complete his shot. Stated he does not prime before taking injection... Stated, the issue has occurred more than 4 times from this box but he does not have dates".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle had issues with the insulin flow stopping before the injection was complete. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported insulin flow will stop before injection is complete and he has to use a second, third, or fourth pen needle to complete his shot. Stated he does not prime before taking injection. Stated, the issue has occurred more than 4 times from this box but he does not have dates".